Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported by nurse of the hospital that the torque of the screwdriver doesn't keep up on the handle anymore. Replacement was available.

Manufacturer narrative:
An event regarding assembly issues involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: examination with material analysis engineer indicated there were debris found in the precision ball section of the trident shaft. No material or manufacturing defects were observed on the device features examined. A functional inspection of the returned device confirmed the reported event. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a functional inspection was performed on the returned device mated with a ratchet handle pulled from finished goods and confirmed the reported event. Examination with material analysis engineer indicated there were debris found in the precision ball section of the returned device which caused the ratched handle not to lock. The debris could have formed from not cleaning the device properly or from normal wear and tear. A dimensional inspection was also performed on the returned device and found no evidence of dimensional issues. There are no material or manufacturing defects were observed on the device features examined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by nurse of the hospital that the torque of the screwdriver doesn't keep up on the handle anymore. Replacement was available.